Event description:
Patient reported experiencing elevated blood glucose levels while using the infusion device. Patient reported after using the loaner infusion device for a few days began using own infusion device and blood glucose levels are rising again. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.